Event description:
Pt developed ventricular tach on post op day #2 with fever. Diagnosed with fungal urinary tract infection. On 7/13/99 pt's wbc was elevated with fungal blood cultures & echo revealed large pericardial effusion. Pericardiocentesis done & 400 cc evacuated. On 7/17/99 sternal incision opened & 500 cc evaculated (cultures neg.). Sternal wire dehiscence also repaired at this time. Pt discharged to rehab with heparin drip & coumadin valve remains implanted.